Event description:
The cap separated from the blue and white female connector of the transfer set after use, and a clamp had to be used to close catheter. This event specifically refers to an incident that occured in 03/2006. During a follow-up call with the home pt's daughter about 2 months later, the home pt's daughter replaced the transfer set in the home herself after a cahteter/transfer set separation. Pd pts are trained to close the clamp, not complete the exchange and to call the dialysis unit when this occurs. Although no pt injury or medical intervention was reported at the time of the incident, in 2006 the home pt was admitted to doctor's hospital due to abdominal pains. The home pt was diagnosed with a gall bladder infection; however, during surgery, pus filled pockets within the pt's peritoneal cavity were discovered revealing that the home pt also had peritonitis from an unk source. Further tests performed, and antibiotic regiment were unk from the pt's record at the clinic. According to that time, the home pt then chose to have her catheter own removed due to her susceptibility to peritonitis, and was not ordered to by her physician to do also. At this time the home pt is treated by hemodialysis and has recovered from this episode of peritonitis.